Event description:
On (B)(6) 2009, the patient reported that he was not sure if the up and down buttons were working consistently on his infusion device. He was unable to check the function of the buttons because he took the infusion device apart. He stated that he had switched to injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.